Manufacturer narrative:
Event date was reported as 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three units of revaclear presented a leak through the upper orifice of the dialyser where the luer lock connects to the arterial line of the hemodialysis system. The event was reported to have occurred during the third hour of therapy, on an unspecified number of patients who were performing hemodialysis without heparin. There was patient involvement, but no adverse event reported. No additional information is available.

Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).